Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a flexicap was damaged; further described as ¿open holes." This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2023-03476. All relevant information will be captured under 1416980-2023-03476. Should additional relevant information become available, a supplemental report will be submitted.